Event description:
Customer alleges discrepant results on one pt with the meter compared to the lab. Results as follows: date: (B)(6) 2011; inratio: 7.5, 4.5; lab: 3.5.

Manufacturer narrative:
Investigation pending.